Manufacturer narrative:
(B)(4). The device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. In addition, during functional testing, the device was activated for about 1 minute with no abnormal heat observed. When the instrument was disassembled to inspect internal components, the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, an area of the tissue which had contacted the tissue pad became white. Tissue did not stick to the device. Doctor commented that albuminoid degeneration was confirmed. The tissue which became white was not serious and no treatment was performed. Also, the blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient and the patient is stable.